Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on a performa nano meter, compared to lab, within 10 minutes: 284 mg/dl (performa nano) and 134 mg/dl at the lab. No serious injury reported. Requested return of suspect device for evaluation and replacement was provided.